Event description:
The recipient is reportedly experiencing non-auditory sensations and sound quality issues after going down a plastic slide. Programming adjustments were made, however, the issue did not resolve. The recipient is refusing to wear the device. Revision surgery is scheduled.

Manufacturer narrative:
Advanced bionics considers the investigation into this reportable event as closed. The external visual inspection revealed cut silicone overmold on the antenna coil, magnet pocket, and on the electrode near the electrode ground ring. These are believed to have occurred during revision surgery. The photographic imaging inspection revealed cut antenna shield wires at the location, where the silicone overmold was cut. This is believed to have occurred during revision surgery. System lock was verified. The device passed some of the electrical tests performed. The device passed the mechanical tests performed. The failure of this device is attributed to a short circuit inside the analog chip (power node to case ground node). It is believed that electrostatic discharge (esd) led to an overload voltage, damaging structures inside the analog chip at the case ground node. This ultimately caused the device to cease functioning. A corrective action was implemented. This is the final report.

Manufacturer narrative:
The recipient's device was reportedly explanted. Disclaimer: advanced bionics does not intend that this report be any admission of liability, fault or product defect.